Event description:
A healthcare facility in (B)(6) reported that the pressure line of two (B)(4) inspiratory heated circuit kits were missing. This was found before pt use.

Manufacturer narrative:
(B)(4). We are currently endeavoring to obtain more info from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the pressure line was missing from two (B)(4) inspiratory heated circuit kits. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: two complaint breathing circuit kits were received. One had lot number 091207 and was returned unsealed. The second one was returned sealed and had lot number 100411. The complaint devices were visually inspected. Results: the visual inspection revealed that a pressure line was missing from both breathing circuit kits. A lot check revealed no other complaints of this nature for either lot numbers. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the pressure lines were omitted during the assembly process. Operating process procedures are in place to assist the operators on the production line to correctly pack breathing circuits. A pack card detailing all components required is displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component circuit pack is accounted for. Our monitoring and trending of events involving missing or wrong components in breathing circuits has a rate of occurrence of 45 devices per million sold worldwide in the last year to (B)(6) 2010.